Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed to off. A latitude red alert was issued for the change in therapy mode. The clinic stated that they did not know of any reason the device would have been programmed to off. A boston scientific field representative reported that the change in programming occurred at a new clinic which was teaching new employees how to program devices. It appears the device was programmed off and someone forgot to program it back on. The field representative programmed therapy back to on. No adverse patient effects were reported. The device was later explanted for normal battery depletion and returned for analysis.